Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient received urgent low alerts from the receiver. The patient was fatigued, nauseated, and disoriented and took glucose. The girlfriend called an ambulance. He was given another glucose and a bg was 474 mg/dl while the cgm continued to read urgent low. The patient was given another unremembered medication by injection. The bg was checked again but unremembered. The patient was feeling better the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.